Event description:
It was reported by the customer that the bd syringe 3 ml ll bns is not leak-proof and the medication cannot be completely injected out. The following information was provided by the initial reporter, translated from german to english: when they draw up the medication, the syringe is not leak-proof and the medication cannot be completely injected out.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 1236433; medical device expiration date: 31-aug-2026; device manufacture date: 24-aug-2021; medical device lot #: 1239126; medical device expiration date: 31-aug-2026; device manufacture date: 27-aug-2021.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported by the customer that the bd syringe 3 ml ll bns is not leak-proof and the medication cannot be completely injected out. The following information was provided by the initial reporter, translated from german to english: when they draw up the medication, the syringe is not leak-proof and the medication cannot be completely injected out.